Manufacturer narrative:
Device analysis: visual evaluation of the xen injector was performed. A gap/separation was observed between both case halves on both sides of the injector. The needle guide was observed to be slightly bent. It could not be determined if the slight bend to the needle guide would affect the functionality test, so the functionality test was performed. During the functionality test, slight resistance was observed which does not meet the expected result. Due to the overall condition of the injector, no further evaluation was performed. The probable cause for the slider knob resistance during the functionality test is likely due to the condition of the injector. The probable cause for condition of the injector upon receipt is unknown; however, handling cannot be ruled out. Slider resistance is verified since slider knob resistance was observed during the functionality test. The probable cause for the slider knob resistance during the functionality test is likely due to the condition of the injector upon receipt. The complainant did not report separation between the case halves of the autoinjector or that the needle guide was bent. The probable cause for condition of the injector upon receipt is unknown; however, handling cannot be ruled out.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly" during implantation in right eye. Surgery was no completed with a back-up device. There was no eye injury.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly" during implantation in right eye. Surgery was no completed with a back-up device. There was no eye injury.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.